Event description:
The pt was positioned in the beach chair. It was noted that the pt slid down on the bed. Blankets were placed under the pt to protect pt from the metal bed. The face mask was attached with the velcor strap over the chin. A drape was then placed over the pt. At the end of the case, the drape was removed. The pt had a band of erythema and swelling from chin to ears bilaterally. All labeling and instructions in the accompanying booklet were vague. The apparatus in the accompanying video was different than the equipment delivered to the hosp.